Event description:
It was reported that during a meniscus repair surgery, after the t1 implant of the fast-fix 360 was implanted, the t2 implant was deployed simultaneously through the meniscus. Both t implants were removed from the patient. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). D4: UDI added.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection found that the suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t2 position. A functional evaluation found that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, after the ti implant of the fast-fix 360 was implanted, the t2 implant was deployed simultaneously. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).